Event description:
It was reported the patient is unable to place the ipg into MRI mode the patient's controller reflects the error message: 'cannot connect'. The patient stated he had an unrelated surgical procedure a month prior, but believes he was able to connect to the ipg following the procedure. Troubleshooting was unable to resolve the issue. A company representative will follow-up with the patient as the next course of action.

Manufacturer narrative:
The device was not apart of the fsca correction.

Event description:
Follow up information revealed the company representative met with the patient. It was determined the patient's ipg was placed in service app mode prior the unrelated surgical procedure. The company representative was able to successfully connect with the device through troubleshooting..